Event description:
Customer reportedly received results of 13.4 mmol/l and 3.6 mmol/l within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
Tech alleged that the foot hilow was drifting down overnight.

Manufacturer narrative:
The event occurred in (B)(6).